Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. While hospitalized for unrelated medical conditions, the patient was diagnosed with nosocomial peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. Eighteen days prior to the receipt of this report, the patient passed away. The cause of death was reported as peritoneal infection by multiresistant bacteria; however, an autopsy was not performed. Therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of the event of peritonitis was not reported. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.